Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that there were two pins broken on the hard paddles connector and were lodged in the device's therapy connector. The internal therapy connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assembly and observed that there was no cable recognition due to the two low voltage pins broken inside the connector. A clinical review of the reported event determined that the device use did not impact the patient's outcome, as effective defibrillation was provided. Also, according to the code-stat record, the device did charge and disarmed one minute later, most likely due to the automatic disarm feature. Because the ECG was monitored in lead ii, it is not possible to determine whether CPR was being given. However, the shock given by the second device immediately converted the rhythm to sinus bradycardia. The rhythm sinus bradycardia continued to the end of the record.

Event description:
It was reported to a physio-control sales representative that the customer (fire department ) was dispatched to a possible cardiac arrest call. The fire department arrived shortly before the emergency medical services (ems) crew and attempted to defibrillate the patient, using the device's hard paddles. It was indicated that the unit would not charge and would not shock. The ems crew then attached their device to the pt to continue care. The pt was not resuscitated. The customer quarantined the device; however, the pt incident occurred on (B)(6) 2010, and physio-control was not notified until (B)(6) 2010.